Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04315, 0001825034-2019-04316. Concomitant medical products: vanguard knee system vdg ps open intl fem-lt 60 catalog#: 183124 lot#: 156450, biomet cc cruciate tray 67mm catalog#:141232 lot#: 475920, vngd ps tib brg 10x63/67mm catalog#: 183620 lot#: 450600, series a pat std 31 3 peg catalog#: 184764 lot#: 477490. Reported event was confirmed by review of photograph and radiograph. Review of the radiograph exhibits lucency of both the femoral and tibial tray. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, around twelve (12) years five (5) months , the patient was revised due to femoral and tibial loosening and instability. No additional information is available at this time.